Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and ligament instability. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.